Manufacturer narrative:
The reported event was addressed with phone support. Technical support engineer (tse) informed the customer the detail of the problem and how the tip of the instrument might be bent. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that the universal surgical manipulator (usm) moved after removing the instrument. The tse explained that the tip of instrument could be bent. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the usm moved without command. The usm was still docked with the patient while the instrument was not installed. There was no patient injury. There was no issue with the instrument on the usm. The wrist of the instrument was temporarily bent. Therefore, the instrument will not be returned.